Event description:
A customer reported an issue with their freestyle blood glucose monitor. Upon product investigation it was discovered the meter exhibited the memory overwrite malfunction. There was no death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
(B) (4). Additional information received was on 25-may-2010 during conference call with the reporting surgeon: a conference call was completed with the reporting surgeon. The discussion with the surgeon was very productive and revealed a clear misunderstanding on his part on the correct application technique of floseal in cardiac and/or vascular trauma. Throughout the discussion the need for two different application techniques, dependent on anatomical variations, was reviewed. For hollow organs involved in blood distribution, the use of gauze to cover the application site, as shown in the porcine model video, can be misconstrued. There is a need to demonstrate the application of floseal onto a gauze first, with the injury site controlled by the surgeon?s gloved finger(s) and replacement of the fingers with the gauze in one smooth motion. The 2nd technique which is more useful in solid organ trauma (liver or spleen) is clearly defined in the IFU and the surgeon was clear in his very successful use of floseal in these cases. Follow-up baxter medical assessment: the follow up information confirms user error. Retraining has been detailed in the follow up information. The current IFU has no deficiency in the warnings against intravascular application and requires no changes. A review of the currently approved video clip on the application of floseal to obtain hemostasis during a stab wound to the heart should be considered. (B) (6)

Event description:
This report comes from the physician who attended a patient who received a wound by a projectile of fire arm in thorax, patient entered to surgery and after 8 hours of surgery with significant injuries in his heart the surgeon in charge decided to use floseal in his heart, patient develops a embolism that occurred immediately after the product was applied and patient died. No details are available. Doctor contacted baxter representative and told him, he was going to send the report with complete details. Gender of patient: male

Manufacturer narrative:
(B) (4) baxter medical assessment: although based on the severe gunshot injury of the thorax, other alternative causes for the fatal embolism have to be considered, given the reasonable temporal relationship between the application of floseal and the fatal embolism, it appears that floseal has been injected into the vascular system (heart). Based on the preliminary information, a causal relationship to the application of floseal cannot be excluded. The floseal instructions for use warn against "injecting or compressing floseal" into the vascular system. Although the detailed information regarding the course of clinical events is still pending, it appears that the surgeon has inadvertently introduced the hemostatic agent into the vascular system. This is a potential user error. Upon receipt of further details of the serious adverse event, a decision regarding surgeon retraining will be taken. (B) (6), md safety officer ------------- a follow-up will be submitted upon evaluation of additional information.